Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient's relative reporting "implant rupture and anxiety" of saline implants. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, d6a, d6b, g1, g2.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings in the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reporting "implant rupture [deflation] and anxiety" of saline implants. Device has been explanted. This relates to the left side.